Event description:
A patient reported experiencing inaccurate erratic results with a lifescan meter. The patient's blood glucose results were 350 mg/dl and 121 mg/dl meter to lab. Tests were done within 20 minutes with a difference of 86%. Patient did not experience any adverse events. No further information has been reported.